Manufacturer narrative:
One device was received for evaluation. Visual inspection found no contamination on the device. Review of the device¿s event history log found several ¿paa post¿ alarms. The device was powered up and functional testing was conducted. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H6 health effects corrected.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a primary audible alarm occurred. It is unknown if there was patient involvement, no adverse patient effects were reported.